Event description:
This device was explanted on approximately (B)(6) 2010 due to infection. The procedure took place at (B)(6) hospital with an unknown physician. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).